Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where the infusion set tubing was leaking at the insertion site in the infusion sets. The events occurred within two hours of use. The insertion site was not specified. High blood glucose (bg) level noticed was [400 mg/dl]. The patient was treated by replacing infusion set and resuming insulin deliveries successfully. No further information available.